Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer controller board issue. A field service engineer replaced the drawer controller board and reseated the row board cable connection. Reseated all cubie trays and pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that the drawer was not detected on the communication bus and the user was unable to remove the medication when issuing it to a patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.